Event description:
It was reported that during the lap chole procedure, the video dropped out and the device got warm. No patient injuries. No other complications were noted.

Manufacturer narrative:
Complaint of losing live image and overheating could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or overheating. Video image remained constant throughout burn-in. All functions perform as expected. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be no problem found. Defective video cable or ccu are possible causes for blank image. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.